Manufacturer narrative:
Additional information: the 4 events of lens damage are related to haptic damage. Out of the 4 events 1 reported removal and replacement. Products have not been returned. Serial numbers of suspect products: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
There were 4 investigations completed during this period: 3 product was not returned and no manufacturing issues were identified; 1 product was returned and was received cut in half. No manufacturing issues were identified.

Manufacturer narrative:
1 investigation was completed from the period. Product was not returned. The investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.